Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line was occurring anytime when the pump was started with air sensor on regardless of state of set. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the faulty air sensor was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.